Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3 - date of event: customer stated the event occurred "one week ago" d1 - brand name: unspecified 5fr triple lumen cvc set or tray h3 - device evaluated by mfg.? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the guidewire in an unknown 5fr triple lumen cvc kit unraveled. There were no reported issues upon placing the catheter into the unknown patient; however, the guidewire "completely fell apart" after placing the device. The physician stated that he has never had this issue prior to this occurrence. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable. .

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the guidewire in an unknown 5fr triple lumen cvc kit unraveled. The device was used during a standard central line placement in the right jugular vein of an unknown patient. The catheter went in easily, but the wire became stuck during removal. The catheter and wire were removed together as a unit, and it was then that the wire was found to be broken. It was confirmed that the catheter and wire were completely removed from the patient, with nothing left behind. No adverse effects were reported for the patient. Reviews of documentation including the instructions for use (IFU), drawings, and quality control procedures, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. Cook received one used wire guide. The wire began unraveling approximately near the solder joint. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Cook also reviewed product labeling. The product IFU, [c_t_ulmabrm_rev4] ¿spectrum and spectrum glide central venous catheters,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use ¿-slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle; advance wire guide 5-10cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided, breakage may result. -while maintaining wire guide position, withdrawal needle and safe-t-j wire guide straightener. -after catheter is in position, remove wire guide. Note: a wire guide that is at least twice as long as the catheter is recommended for catheter exchange procedure.¿ based on the dmr, product IFU, and device failure analysis, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that as the catheter was placed, the wire guide became damaged and began to unravel upon removal. However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5, d9 - date returned to the mfg. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 13jun2025, it was reported that the procedure was a standard placement of a central line in the right jugular vein. The catheter went in easily, but the wire became stuck during removal. The catheter and wire were removed together as a unit, and it was then that wire was found to be broken. It was confirmed that the catheter and wire were completely removed from the patient, with nothing left behind.